Event description:
Per oos, this lead was removed due to intermittent oversensing. Per biotronik representative, this lead was removed by laser and the pieces were discarded by the physician. The physician felt that the oversensing was due to a potential lead fracture.